Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument cable broke during the procedure in the abdominal wall, there were 4 lives left. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.